Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized with an elevated blood glucose (bg) level of 571 mg/dl. It was alleged that the pump would not allow customer to deliver a bolus. Customer attempted to self-treat via bolus via the pump; however, was treated intravenously with fluids of saline and insulin. Customer was released from hospital on (B)(6) 2023 with no permanent damage.